Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no stent dislodgement occurred and it was only a leak proximal to the balloon. The stent was successfully deployed and post-dilated.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 12x2.75mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure , the stent was dislodged prior to implantation. The procedure was completed with another stent with good outcome. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with the guide catheter. Stent was not returned with the device for analysis. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media resembling blood was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The delivery catheter was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; however the device leaked at the distal edge of the port bond, approximately 6mm distal from the port exit area.the bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the inner lumen and outer extrusion found damage at the port bond, approximately 6mm distal of the port entry site. An attempt was made to inflate the device during examination, however the inflation fluid leaked through the damage noted at the port bond, thus confirming the damage concentrated at this location and most likely occurred during procedure. The midshaft and bi-component bond showed no signs of damage or strain.no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there was no stent dislodgement occurred and it was only a leak proximal to the balloon. The stent was successfully deployed and post-dilated.